Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for (B)(6) with the incident lot was observed.

Event description:
It was reported that bd vacutainer® k2 edta (k2e) plus blood collection tubes "edta-367845-fm found in blood (tube)".